Event description:
On (B)(6) 2017, a reporter for the patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter started reading inaccurately early in the week commencing (B)(6) 2017, when the patient obtained alleged inaccurately erratic blood glucose results of ¿375, 228 and 195 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages his diabetes with insulin which he self-adjusts. The reporter denied that the patient had made any changes to his usual diabetes management routine after obtaining the alleged inaccurate results, i.e. He based his insulin doses on the results obtained. She reported that within 3-4 hours of obtaining the results, the patient developed symptoms of ¿light headedness and confusion.¿ she reported that the emergency medical services (ems) were contacted, and when they arrived, a blood glucose result of ¿33 mg/dl¿ was obtained on the ems meter at 3am on (B)(6) 2017. She reported that the patient was treated with two packs of oral glucose and 2 x 8 ounce cartons of apple juice by the ems team. She indicated that the patient¿s blood glucose level was recorded at ¿90 mg/dl¿ prior to ems leaving. At the time of troubleshooting, the reporter confirmed that the patient was using an approved sample site to obtain the blood samples and the meter was set to the correct unit of measure. The reporter confirmed that the patient¿s test strips had been stored correctly and were within expiry date and she described the correct testing steps. The reporter did not have control solution to test the meter and test strips. The issue remained unresolved. The patient¿s products were requested back for investigation and the patient¿s meter was already being replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.